Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The device was received with a 0.0135 inch size guidewire trapped inside the wire lumen. An examination of the wire lumen found that it was stretched and bunched at various locations along its length. An examination of the crimped stent and tip section of the device found no anomalies. It was not possible to withdraw the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: (B)(6) old. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 12x2.25mm liberte stent delivery system (sds) was advanced over the guide wire into the patient and got stuck. It was not possible to advance or remove the sds, so it was removed as a system with the guide wire. Outside the patient, it was not possible to separate the devices and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 12x2.25mm liberte stent delivery system (sds) was advanced over the guide wire into the patient and got stuck. It was not possible to advance or remove the sds, so it was removed as a system with the guide wire. Outside the patient, it was not possible to separate the devices and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.